Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient accidently injected 200 units of insulin in his abdomen instead of the pod. Due to the user's error, the patient visited the emergency room and was treated with half a kilo of sugar orally and another half was administered in the form of 20% glucose in the arm.